Manufacturer narrative:
The reported date reflects the date that the article was accepted for publication. It was not possible to match this event with any previously reported event. (B)(4).

Event description:
Margetis, k., papageorgiou, g., gatzonis, s., politis, k., siatouni, a., sakas, d. Intrathecal baclofen improves psychiatric symptoms in spasticity patients. Journal of clinical psychopharmacology. 2014. 34. Summary/reported event: this report refers to (B)(6) male patient (patient 4) with traumatic brain injury and two hemiparesis. Pre modified ashworth (ma) spasticity scale was reported as 1. Patient received baclofen (unknown manufacturer) programmable flow for psychiatric symptom of spasticity at a dose of 60 ug/ 24 hours through intrathecal route. On an unknown date, patient experienced pump torsion (reoperation). Post modified ashworth (ma) spasticity scale was reported as 0 and pre barry-albright (ba) scale was 0. The authors concluded that these results suggest that spasticity patients with psychological distress symptoms should not be deprived of the itb option and highlight the need for further investigation of the role of itb on psychiatric spectrum disorders.